Manufacturer narrative:
Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During the troubleshooting, fse instructed the customer to perform a version up of the software and reboot the whole computer and analyzer. Upon follow up with the customer after a few days, the customer reported that the instrument was working without any issues. There was no further action required by fse. A 13-month complaint history and serial number review was conducted serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: (6102) substrate background measurement aborted. Cause : substrate background measurement was suspended due to an event that prevented its continuation. Solution : check the abortion factor. The (2160) y-axis cup transfer cup detection failure. Cause : the cup-gripping sensor failed to detect a cup prior to cup pickup. The measurement result is flagged with mf or se. Solution : contact tosoh service center or local representatives. The (3061) stc lane mixing failure. Cause : the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the reported events was due to corruption of the software.

Event description:
A customer reported error 6102 (substrate background measure aborted) with the aia-2000 instrument. The customer had already performed a background check that day and ran quality controls (qc). The customer had checked the substrate volume. Technical support (ts) instructed the customer to exit the program, power the instrument off and reboot the system. However, upon follow-up, the customer reported that the errors continued along with errors 2160 y-axis cup transfer, 3061 stc mixing lane failure. Ts instructed the customer to perform a reboot, all set home, and version up to try to clear the errors. Fse was dispatched for further evaluation. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.